Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united states reported to biomérieux that they have obtained a potential misidentification of prevotella species as bacteroides pyogenes with vitek ms instrument (ref. (B)(4), serial number (B)(4)). It was reported that the customer performs a study every six months to confirm they obtain the same identification on the vitek ms and the vitek 2. In this context, the identification results obtained were as follows: vitek ms result: bacteroides pyogenes (confidence level was 99%); vitek 2 result: prevotella species. The customer then set up a manual identification and obtained prevotella sp. According to biomérieux¿s global customer service, further investigation on the strain is required to determine the cause of the issue and confirm the strain identification. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. Internal investigation was initiated and has been completed.

Manufacturer narrative:
Context: a customer in the united states reported to biomérieux that they have obtained a potential misidentification of prevotella sp. As bacteroides pyogenes with vitek® ms instrument (ref. (B)(4), serial number (B)(4)). Investigation: device history record and complaint trend analysis. There is no historical CAPA related to the customer¿s complaint. A complaint trend analysis was performed for complaints associated with the reported misidentification. There is no trend identified. Investigation results: fine tuning (ft): status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Spot preparation technique needs to be verified with the customer. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, spectra led to single choice to bacteroides pyogenes with good scores. Based on these findings, the vitek ms results seems to be not questionable. Further investigation on the strain is needed in order to find the cause of the issue and confirm the customer's strain identification. However, local customer service (lcs) indicated the customer no longer has the strain. Root cause analysis: unknown (without additional investigation and availability of the customer strain).